Manufacturer narrative:
The customer was provided a replacement glidescope avl video baton 3-4 and the reported glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned video baton and was able to confirm the reported image failure. When connected to verathon's test equipment, no image and green static were displayed. Furthermore, visual inspection identified minor chipping on the camera housing. The video baton failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video baton was broken. As a result, the picture went in and out and the screen turned green when the video baton was moved. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.